Event description:
It was reported that an alert triggered on the lead for oversensing and noise was present. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There are 5 lead failure predictor and 3 non-sustained tachycardia events of less than 220 millisecond ventricle to ventricle cycles recorded between 2014-(B)(6).